Event description:
Additional information from the patient reported after the first device was cracked, they did a 2nd surgery and put a new one in to try and resolve the lack of therapy.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28 ,lot# va0uu8n, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead .

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported the patient's first lead didn't work because the lead was cracked and they had been told that the surgeon had trouble getting it in, referring to the lead. The caller did not know if the fracture was due to the trouble inserting the lead. The patient mentioned an incident where they had woken up at 3am, had rushed to the bathroom but already started going and had slipped on the bathroom floor - the patient's healthcare provider (hcp) did not think it had damaged the lead as it was more of a slip than a fall. A lead revision had occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.